Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion: as reported by the sales rep, after the deployer shuttled the sealant into the sheath, they unsheath and pulled back to their right hand, but the tamp tube/sealant did not deploy. Since they lost sheath access with no sealant, they deflated the balloon, removed the mynx system, and held pressure. There was no patient injury reported. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported by the sales rep, after the deployer shuttled the sealant into the sheath, they would unsheath and pull back to their right hand, but the tamp tube/sealant did not deploy. Since they lost sheath access with no sealant, they deflated the balloon, removed the mynx system, and held pressure. The device is not available to be returned for analysis. There was no reported patient injury.